Manufacturer narrative:
This customer reported that when they placed the defibrillator on this pt to confirm that the pt had expired, there was still a waveform. They later used a different defibrillator and got no waveform. We are considering this as a malfunction based on the customer report only. There is no allegation that the defibrillator had any role in the death of the pt. It was only being used to confirm death. This investigation remains open. A f/u report will be submitted after philips obtains more info about this event.

Event description:
This customer reported that when they placed the defibrillator on this pt to confirm that the pt had expired, there was still a waveform. They later used a different defibrillator and got no waveform. There is no allegation that the defibrillator had any role in the death of the pt. It was only being used to confirm death.